Event description:
It was reported that carelink transmission showed battery at 2.74 volts and disk review showed a higher battery voltage at 2.98-2.99 volts. It was later reported that the device daily battery measurements were assessed through carelink as 2.92v and as recently as two weeks ago measurements were as low as 2.79v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Correction: patient demographics - death status.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that carelink transmission showed battery at 2.74 volts and disk review showed a higher battery voltage at 2.98-2.99 volts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that carelink transmission showed battery at 2.74 volts and disk review showed a higher battery voltage at 2.98-2.99 volts. It was later reported that the device daily battery measurements were assessed through carelink as 2.92v and as recently as (B)(6) ago measurements were as low as 2.79v. The device remains in use. It was later reported the device reached elective replacement indicator (eri) and that early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. High battery impedance leading to eri (elective replacement indicator). Battery depletion indicated/eri and eri due to high battery impedance logged on (B)(4) 2011 prior to explant. Ramware version 8 installed (B)(4) 2011.